Manufacturer narrative:
The investigation shows the led crashed, as observed during in-vitro testing and during review of in-vivo data. The esr with ec #1 alert was caused by no glucose signal returned upon calibration, leading to low msp values. The system correctly disabled the sensor due to performance failure. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint. D9 device available for evaluation? Yes, device received on 15 feb 2023. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 january 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.